Manufacturer narrative:
Additional information: b3, b5, h10 clinical investigation: a temporal relationship between pd therapy utilizing the liberty cycler with fresenius cassette set and the patient event of peritonitis. However, there have been no reported allegations nor any objective evidence that a liberty cycler/liberty cycler set malfunction or product deficiency was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s peritonitis can be reasonably attributed to comorbid condition of intestinal diverticula. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Upon evaluation of additional information received, it was determined that the event reported on was not a reportable event related to the fmc liberty cycler. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates.

Event description:
It was reported a patient had peritonitis and had to have their peritoneal dialysis (pd) catheter (non-fresenius product) removed. There is no further information available. Upon follow-up, the patient stated the peritonitis event was related to ruptured intestinal diverticula. The patient confirmed the event was not related to fresenius products. The patient stated being happy on pd therapy and did not have any adverse effects from any products. The patient has since had a kidney transplant.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had peritonitis and had to have their peritoneal dialysis (pd) catheter (non-fmc product) removed. There is no further information available.